Event description:
After broaching the surgeon was unable to properly seat the austin moore hip. A 44mm j&j austin moore was used successfully instead.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this is attributed to user technique.